Event description:
The device was returned to allow for reliability analysis.

Event description:
Boston scientific received information that the patient implanted with this device was presented for a routine device check. Upon interrogation, the non-bsc right atrial (ra) lead impedance measure was observed to be greater than 2,000 ohms sporadically. Isometric exercises recreated the out of range impedance measurements. Noise was not present, however, an occasional blip appeared. Loss of capture was observed. Once the patient moved around, capture was again achieved, with an ra impedance measurement within acceptable limits. The patient did not rely on atrial pacing, therefore, no adverse patient effects were observed. A revision procedure was performed and the non-bsc ra lead was surgically abandoned and replaced without complication. Additionally, this device was explanted and replaced as a result of being included in the subpectoral implant 2009 product advisory was initially communicated on (B)(6) 2009. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Visual inspection shows no thread damage. The header bond was not compromised. Device memory verified ra impedance measurements changing from 350 ohms to greater than 2,000 ohms. The device was tested and passed all tests commensurate with battery voltage.

Manufacturer narrative:
At this time the product has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.